Event description:
Customer reported experiencing a high blood glucose event but the exact highest level reached was unknown and simply displayed as "high." Cause was not known. To address the high blood glucose, the customer administered a correction bolus using their pump. Technical support advised the customer to consult with their healthcare provider to discuss potential factors affecting blood glucose levels, which the customer acknowledged.